Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing with small r waves and oversensing during episodes recorded on monitored ventricular tachycardia (vt) episodes with a high sensing integrity counter (sic). It was noted that an atrial lead is plugged in the rv port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.